Event description:
It was reported that the patient connector of a uv-flash transfer set separated from the (B)(4) adaptor. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, leak testing, clear passage testing, clamp function testing, and seal surface testing were performed with no issues noted. The inside diameter of the patient connector was found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.